Manufacturer narrative:
The investigation determined that higher than expected ckmb results were obtained from cliniqa quality control lot 2301190 processed using vitros ckmb2 lot 0080 on a vitros 5600 integrated system. The assignable cause of the event was a suboptimal vitros ckmb2 calibration. The cause of the suboptimal calibration was an unknown issue with the calibrator fluids in use for the (B)(6) 2024 calibration event. The customer calibrated new assay vitros ckmb2 lot 0080 and the cliniqa quality control results post calibration for all levels of cliniqa controls were outside the range high. A review of the calibration parameters indicated the calibration was suboptimal with light units that were higher and lower than release and peer data. The customer recalibrated vitros ckmb2 using a freshly prepared set of calibrator kit lot 0080 and the calibration was acceptable. The cliniqa quality control results post recalibration of vitros ckmb2 lot 0080 were within the acceptable range for all levels of cliniqa controls indicating the issue was resolved with a fresh set of calibrator fluids. There was no indication of a malfunction of the vitros 5600 integrated system. The qc issue was resolved with fresh preparation of calibrator fluids and no other actions to the analyzer itself. Therefore, it was concluded that an instrument issue was not a contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected ckmb results were obtained from cliniqa quality control lot 2301190 processed using vitros ckmb2 lot 0080 on a vitros 5600 integrated system. Cliniqa level 1: 5.727, 5.756, 5.671, 5.475, 5.454, 5.415, 5.392, 5.435, 5.562, 5.476, 5.332, 5.391, 5.370, 5.288, 5.358, 5.348, 5.556, 5.438, 5.536, 5.449 versus package insert mean 2.77 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer was not processing patients at the time of the event as this was a new assay. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).